Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head clusters came off into mouth-oral-b/power oral care refills [device breakage]. Case narrative: consumer grandparent reported via phone that brush head clusters came off in consumer's mouth. No injury reported.

Event description:
Brush head clusters came off into mouth-oral-b/power oral care refills [device breakage]. Case narrative: consumer grandparent reported via phone that brush head clusters came off in consumer's mouth. No injury reported. On 10-oct-2025, maltese product note updated. On 27-oct-2025, correction to data received 23-sep-2025: follow-up received date updated to 23-sep-2025 as per maltese product notes.

Manufacturer narrative:
On 10-oct-2025: no reportable event has taken place to the consumer (no loose in mouth only loose bristles as per returned product visible). Hence, the actual MDR is obsolete and no longer needed.